Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) units balloon ruptured. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Getinge field service engineer (fse) found user reported balloon rupture occurred. Balloon from arrow was used. Engineered checked the machine and found blood stain in the condensation removal module (crm). The safety disk, drain and blood detected tubing were clear from blood. Crm was then replaced. Safety disk leak test, k6, k6a, k7, k8 and all functional test were performed and passed. The machine was then returned to customer for clinical use. Patient involved.